Event description:
Customer reportedly received the following results on two different meters within 10 minutes: 471 mg/dl (advantage) and 198 mg/dl (compact plus). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus system. Reference medwatch with patient identifier (B)(6) for the advantage system.